Event description:
It was reported that there were several incidences of arteriotomy closure of unknown arteries attempted using proglide devices after unspecified procedures; sheath sizes were not available. Reportedly, there was no blood flow from the marker lumen. The methods of achieving hemostasis were unspecified. The number of patients, number of devices and number of devices per patient was not remembered. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. As the names of the physicians were not provided by the hospital, it is unknown if the physicians have been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Thirteen unused, sterile representative samples with the same part number and three separate lot numbers (30809k1, 30923k1, 30910k1)were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event, reported as incidents occurred within last two months. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.